Event description:
The customer stated they are intermittently getting very low or no wbc results on the cell-dyn sapphire. A specimen from a pediatric patient generated a low wbc result of 0.61 k/ul. The value was reported to the physician and a redraw requested as the wbc result did not match the previous value. Another sample was obtained the following day, yielding a wbc result of 10.6 k/ul. There was no impact to patient management.

Manufacturer narrative:
(B)(4). A field service representative (fsr) traced the issue to the normally open pinch valve assembly v234 (worn out from normal use) having a broken cap. The fsr replaced the valve assembly and flushed the hgb flow cell. The fsr proceeded to run quality controls and patient samples, which were within specifications. No further investigation was required. The cell-dyn sapphire operator's manual includes troubleshooting instructions for imprecise wbc data, which may include routine service and maintenance on the instrument. A non-statistical trend (nst) complaint review was performed for the reported issue from (B)(6) 2010. No nst was identified during the searched period. Based on the investigation above, a product deficiency has not been identified for the cell-dyn sapphire related to the reported issue.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.